Event description:
It was reported to boston scientific corporation that an obtryx transobturator mid-urethral sling system was implanted on (B)(6) 2009. According to the complainant, post-procedure, the patient presented with unspecified complications. According to the physician's office, the patient followed up with the physician on (B)(6) 2009, and no complications were reported. The patient, who is over 18 years of age, is noted to be fine. All other information is unknown and unavailable.